Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had issues with the sensors. The customer was hospitalized either at the end of april or beginning of may when she experienced a low blood glucose level in her sleep. The customer was unconscious and her husband called the paramedics. The paramedics came out and took her to the hospital. Her blood glucose level was due to changes in hormones. The customer was given IV with glucose to treat her low blood glucose level. The customer was wearing the insulin pump at the time of hospitalization. The customer was involved in a car accident in (B)(6) 2015 due to a low blood glucose level. The customer was the driver at the time of accident and the paramedics were called out. The customer treated her low blood glucose level with glucose tablets and was not taken to the hospital. Customer's blood glucose level was 38 mg/dl. The paramedics checked her vitals and blood glucose level. The customer was also wearing the insulin pump during this time.